Event description:
Taxus express2 monorail 2.6x16 dmi and 30x24 lad placed in 2004 at another acute facility. Pt admitted to hospital 10 days later with 100% occlusion of stent. "Crushing or kissing" stents placed and pt admitted to critical care unit.